Manufacturer narrative:
The exposed portion of the soft cannula was observed to be shortened, which prevented fluid from flowing through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 37 and 48 hours. As treatment, a new pod was applied. The device was originally reported for leaking during wear.